Manufacturer narrative:
(B)(4). G2: australia. H6: proposed component code: mechanical (g04) - stem. The product was requested but was not returned by the hospital and will therefore not be sent to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient underwent a revision of competitor products due to a mssa infection. During the procedure an anterolateral cortical breach occurred while attempting to remove the competitor¿s distal cement mantle, creating a propagated fracture. A zimmer biomet total hip arthroplasty was implanted, and the patient was discharged on 25 percent touch weight bearing restrictions and three months of antibiotic therapy. Approximately one month later, while swinging the patient¿s legs into bed, felt a crack and developed pain. Subsequently, the patient underwent a revision where all products were revised, and cerclage cables were implanted to secure the fracture site. No further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h3; h4; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: zb products implanted during active infection: swinging legs into bed and felt a crack. Had pain since, no falls. The patient had a pre-existing, untreated fracture during the removal of competitor products 1-month prior. Radiographs were provided and reviewed by a health care professional. Single CT slice was not submitted to radiology review as the allegations were confirmed in the medical notes. A definitive root cause cannot be determined. It is unknown if during the previous revision to remove the competitor distal cement mantle, creating a propagated fracture, caused or contributed to the reported event. As per IFU 87-6203-912-99, use of this device is contraindicated in patients with active infection at sites such as the genitourinary tract, pulmonary system, skin, or other sites because hematogenous spread may occur. The foci of infection must be treated and the infection resolved prior to surgery. This device was implanted during an active infection which is considered off-label use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
Due diligence is complete as multiple attempts were made; however, no further information is available.